Event description:
Complainant alleged that while attempting to monitor, the heart rhythm of a patient, the device displayed a "short detected" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. The device was removed from service and evaluated by the customer's sales rep. Review of the device's error log, it was identified that the device actually displayed a "defib pad short" message at the time of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.